Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on information obtained during baxter's investigation, the root cause was not determined. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a check patient line alarm that occurred on the home choice (hc) during drain 5 of 5 with a drain volume (dv)=5ml. The hp stated, he had already disconnected from the machine but never placed a flexicap on the patient line. The technical services representative (tsr) instructed the hp to cycle the power on the machine to the end of therapy. The tsr explained the alarm and assisted the hp to end therapy. The tsr advised the hp to contact the nurse. On (B)(6) 2011 product surveillance contacted the hp regarding the check patient line alarm. The hp stated he resumed therapy using new supplies without any problems. No patient injury or medical intervention was reported.